Event description:
It was reported that during a laparoscopic lobectomy procedure, an error code 5 was displayed. The nurse checked the device outside the patient. When she touched the blade with finger, the blade was broken off. Another device was used to complete the procedure. There were no adverse consequences for the patient

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.